Event description:
The customer reported that the alarm did not sound when weight is removed from the sensor. The customer tested the alarm with a new sensor; new batteries and the results remained the same. There was no visible damage to the alarm unit. There was no pt contact.

Manufacturer narrative:
(B)(4) - alarm, failed to. Eval results: evaluation of the returned product found that the alarm powers on but does sound when weight is off the sensor. The low battery indicator did not sound when the voltage is lowered. (B)(4).